Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported diagnosis of pleural effusion with dyspnea. Currently, there is no documentation identifying a malfunction of a fresenius device that could have caused or contributed to the fluid volume overload and subsequent pleural effusion. Based on the provided information, it cannot be determined if there is a causal relationship between the reported event and the use of the liberty cycler. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the fluid overload event remains. Should additional new information be made available this clinical investigation will be reevaluated. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced difficulty breathing and wheezing following their peritoneal dialysis therapy on the cycler. The patient was hospitalized for the event and it was discovered that the patient had fluid migration to the lungs and confirmed pleural effusion. The patient was able to successfully continue peritoneal dialysis therapy while in the hospital using a third party machine. Specific treatment information prior to the patient¿s hospitalization was not available. Although a definitive cause for the event is unknown, it was reported that the patient¿s prescribed fill volume was 1800 ml and the patient would occasionally stop draining after 1600 ml. The patient recovered from the event and was discharged from the hospital after two days. It was noted that the patient experienced less than one kilogram of weight change throughout the event. The patient has received a new cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.